Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels of over 500 mg/dl with ketones; cause was unknown. Reportedly, the customer had strep throat and suspected illness to be a potential contributing factor to elevated bg; however this could not be confirmed. Additionally, the customer uses cartridges longer than the labeled two days of use with humalog insulin. Tandem technical support educated the customer on labeling, customer acknowledged. Bg was addressed via a correction bolus, and manual injections. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was instructed to consult with healthcare provider regarding bg level.